Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-65121.

Event description:
Customer reported he stopped wearing the transmitter because he kept having problems. Customer reported he wakes up to high blood glucose. Customer stated his blood glucose would be over 300 mg/dl when he wears the sensor and when he does it's not over 144 mg/dl. Customer stated he was not hospitalized and did not receive emergency medical assistance with in the last 90 days. Had issues inserting sensor because serter would not release. Customer declined troubleshooting. No further information reported.